Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation; however, during initial inflation at nominal pressure for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.